Event description:
It was reported that an extension set cracked at the y juncture causing approximately liter of blood loss. The set had been placed 2 days prior to the incident for infusion of intravenous (IV) lactated ringers for hydration due to pre-term labor. Following the blood loss, the extension set was changed and the infusion was continued. The patient did not require an IV restart. The patient was treated with venefer iron supplement IV for the blood loss. The patient recovered from the event and was discharged home. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be performed. The root cause of the issue could not be determined with the information provided. If additional relevant information is obtained, then a follow-up MDR will be submitted.